Event description:
It as reported that the surgeon noted a crack in the aq2015a three piece silicone lens after insertion. The lens was cut and removed from the eye without any patient complications. The customer indicated that the may have been related to a loading issue.

Manufacturer narrative:
Results: visual inspection of the returned product showed the lens was received in two pieces, there were tears in the optic and a haptic was torn off and missing. There was a clear surgical residue on the device, however, there as no visible damage to the cartridge. The patient name and lot number of the cartridge was provided. Conclusion: based on the complaint history, work order search and product evaluation, we were unable to determine a specific root cause of the event. (B)(4).

Manufacturer narrative:
Brand name: silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide). (B)(4). Evaluation: lens work order search. Results: a lens work order search revealed there were no similar complaints found within the work order. (B)(4).